Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 2.5 device for mechanical circulatory support. While on support, during efforts to deliver the impella, it was stated that the medical staff was unable to advance the pump due to heavy calcification of both groin access sites, stenosis of the right femoral and iliac arteries. The device was removed, and the procedural outcome was the patient survived explant.